Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported to the sales representative during an in-service on (B)(6) 2011 that a male patient was moving and uncooperative requiring sedation (haldol). The md inserted the sheathed intra-aortic balloon (iab) via the femoral artery when the pump (iap-0500 s/n (B)(4)) alarmed during the case, and per the manager, the technician "just reset the alarm repeatedly without looking under the drapes on the patient." At the end of the case, the drape was removed and blood was observed in the helium driveline. As a result, the iab and sheath was removed as one unit. Another sheath and iab were inserted via the same insertion site successfully. X-rays were performed. There was a delay/interruption in therapy for the time it took to prepare and insert the second iab. There was no report of patient death, complications or injury. The patient's outcome is good. As noted an in-service was provided to the cath lab staff on (B)(4) 2011. A review of iabp setup, fiberoptix sensor (fos) zeroing and extensive discussion on helium alarms and troubleshooting of alarms as well as action required for those alarms. All staff in attendance verbalized understanding.